Event description:
Country of complaint: (B)(6). Needle and thread separation.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. We have received and open and unused sample with the needle detached from the thread and the thread still wound on the pack. The thread seems broken at the end but it cannot be confirmed. (Please refer to the attached picture). Without closed samples a proper analysis cannot be performed. As no closed samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received concerning this issue for this code batch, we consider that this is an isolated unit but the whole batch is correct. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.